Event description:
A consumer implanted for cervical/neck reported via the manufacturer's representative (rep) they had a bad fall in 2010 in which they hit the back of their head. Following the fall the consumer was reprogrammed and they thought the manufacturer's representative (rep) had mentioned something about high impedances.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.